Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found that stent struts between the 6th most proximal and 5th most distal stent rows were stretched and damaged so that the stent is now located distal to the distal tip. The proximal end of the stent was still in place. This type of damage is consistent with the stent encountering resistance during withdrawal of the device from the guide catheter. The ro markerbands and the tip were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the hypotube was broken at 128 mm from the hub. The midshaft was also kinked along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 03mar2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 28x3.50 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion despite several attempts. The patient was then sent for coronary artery bypass graft. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and hypotube break.